Manufacturer narrative:
Only a partial lead was returned in one piece without the helix header assembly. Final analysis found via x-ray inspection that the inner coil was fractured and that a large portion of the inner coil was not returned.

Event description:
It was reported that the right atrial lead exhibited high thresholds. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.